Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported by the territory manager (tm) that the customer and clinical diabetes educator (cde) attempted to deliver a bolus request multiple times, and received a message saying "no delivery" with each attempt after confirming and pressing "deliver" under the bolus tab. During a follow-up call, the customer declined to perform troubleshooting on the reported event. Review of the pump history showed that the customer received incomplete bolus alerts and an auto-off alarm. Additionally, the cds reported that while with the customer, a 5 unit bolus was requested and delivered while the customer was disconnected at the infusion site. Then, the customer reattached the infusion site and requested a bolus of 10 units which was terminated by an incomplete bolus alert. Tandem technical support educated the customer that the incomplete bolus alert would not terminate the bolus. Recommendation was made for the customer to upload the pump data to perform further review of the reported event. Although requested, no further information was provided on the reported event. There was no reported impact to the customer's blood glucose level.